Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that diagnostic showed high impedances on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient had experienced ineffective therapy due to the high impedance.